Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 416 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to replace the plunger and manually push plunger which resulted in insulin exiting the tubing. Customer changed out their entire set and reservoir. Customer was advised the insulin pump worked as designed.